Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the replacement of lead reported under (manufacturer reference number 1627487-2021-19124,) the physician was trying to pull out the lead and it got stuck. As a result, the lead broke and part of the lead remains in the epidural space.

Manufacturer narrative:
Correction :section h6: the type of investigation code was inadvertly reported incorrect which is corrected in this report.